Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has reached early replacement indicator (eri). This device has had two incidents of safety mode reset, and the patient is upset and feels it has depleted early. The device has been implanted 3.3 years.